Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was going to be implanted with an impella cp device for mechanical circulatory support. It was reported that the physician made attempts to insert the impella cp device. Delivery failed and the impella cp kinked with attempted insertion. The impella cp device was removed, and the team adjusted the graft and replaced with an impella 5.5 device. No patient harm or injury noted.